Manufacturer narrative:
--

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited out of range shock impedances of greater than 125 ohms. It was noted all other lead measurements were normal and there was no noise observed. Technical services (ts) discussed a possible connection issue. Ts recommended several troubleshooting options. This would be discussed further with the physician. No adverse patient effects were reported.

Event description:
Additional information was provided that a revision procedure was performed. During the procedure, it was found that the distal shocking lead was loose in the header of the device. This was resolved with no adverse patient effects.